Event description:
A report was received that a pt was experiencing a shocking feeling in her leg. After many attempts of troubleshooting and reprogramming, it was determined that the ipg was not delivering an appropriate stimulation pulse. The pt had the ipg replaced with a new ipg. The pt is reportedly doing well.